Event description:
Total hip replacement with zimmer trilogy in (B)(6) 2008. All was fine for three years, until pain began again. Numerous tests, including xrays, MRI's CT scans showed no problems, though c-rp levels were nearly 10.0 (should be less than 1), indicating inflammation. The original surgeon finally agreed something was wrong, and scheduled surgery to replace the ball and the liner. He came in the next morning and told me I had an infection. After 6 weeks of a failed attempt to suppress the infection via antibiotics a second surgery (different doctor) removed the devices, and eight weeks later a new hip was inserted. When I read the surgical report (the one replacing the ball and liner), it indicated that there was a pseudocapsule under severe pressure that burst upon incision, that there was severe corrosion of the morse taper, and that the locking ring had shifted, and was immobile. I know there have been actions taken regarding the zimmer durom cup, but there seems to be many frustrated people out there who have had terrible problems with the zimmer trilogy, and I would respectfully ask that you look into these allegations.

Event description:
Add'l f/u info received from reporter on 07/25/2014. I am formally requesting that you take a look at the zimmer trilogy hip replacement. After only three years the hip failed, and presented the very same symptoms associated with metal on metal hips - formation of a pseudotumor (typically associated with release of metal ions into the body), infection, significant corrosion at the morse taper, and locking ring failure. Additionally, I now suffer from an autoimmune disorder (cidp) which my neurologist believes is linked to the zimmer hip. There are many zimmer trilogy pts out there whose lives have been made miserable by the design flaws of this product. Please, please take a serious look at this product and the problem it has created. The people of america rely on their doctors, medical mfrs and the FDA to provide products that are safe and effective. The zimmer trilogy has proven, for many, to be disastrous to their health and ultimate lifestyle.